Event description:
Customer reported that the insulin pump returned a button error alarm. Customer stated that the insulin pump had recently been exposed to rain. Blood glucose level was 165 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm was observed during testing. Cracks to the battery tube threads, reservoir tube lip, belt clip slot and display window was also noted.